Manufacturer narrative:
Additional summary: two unopened samples of product code 9702, lot # paj540 were returned for analysis. During the visual inspection of two unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch paj540; mfg. Date: 1/29/2019; exp. Date: 12/31/2023. A manufacturing record evaluation was performed for the finished device possible lot paj540, 9702w19 and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was case completed? No further information is available. Device return status/ follow up: when we send the sample to you, we will let you know its return date and tracking number. No further information will be provided.

Event description:
It was reported that the patient underwent an unknown cardiovascular surgery on an unknown date and suture was used. During continuous suturing, the surgeon noticed that one of the 2 needles of the double-armed suture had been detached from the suture. It was not a control release needle. The surgeon opined that it was supposed that the event occurred due to improper crimp force. No suture pieces remained with needles which were found. This event occurred while needles at the opposite side were being used; the affected detached needle was not used when they came off the suture. The surgeon commented that one needle-suture is packed in a package, causing curl on the suture. When the surgeon uses this device, the suture is slightly stretched to make it straight. However, at a part near the needle, curl remains even after stretching the suture. The surgeon opined that it is possible that the needle was caught on the over cloth due to such curl on the suture, and this might have caused the needle being detached from the suture while tying the suture. There were no adverse consequences to the patient.